Event description:
During a procedure, the procedure was canceled. An invalid electrode error appeared and baseline could not be performed. The patches were replaced, the catheter was replaced, and the generator was rebooted with no resolution. The procedure was abandoned.